Manufacturer narrative:
Concomitant medical products: product ID b3400060m, lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type extension. Product ID b3400060, lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type extension. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(4), ubd: 11-aug-2023, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(4), ubd: 12-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an open wound at the battery insertion site on the right side of the chest. A fall and scratching was reported as factors that may have contributed to the issue. Explant was performed. Issue was resolved.